Event description:
The dh085 was used during a laparoscopic cholecystectomy. The device did not work well-not as fast, not as much coagulation mist. The case was completed with the device. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: no problem found 5mm black. Based on the inquiry info received, the visual and functional testing, the blade was found to be conforming. No conclusion could be reached as to the reported incident. Co strives to understand each incident as it occurs in order to continuously improve the product.